Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pca module did not recognize the bd 60ml syringe was confirmed, as the only compatible 60ml syringes are from covidien and monoject, bd 50 ml syringe not being recognize could not be replicated during laboratory testing. During external and internal inspection, there were no obvious issues found that would contribute to the reported complaint. Laboratory test results on the received incident pca found it was successfully detecting the approved 50ml bd syringe with a known good laboratory pcu with a dataset loaded with syringe compatible profile. Laboratory testing of the returned pca module showed the device passing all alaris system maintenance tasks. The event log showed an infusion with a bd 50ml syringe on 09 december 2024 at 9:21 pm, the suspect pca module was attached to a concomitant pcu s/n (B)(6) as channel c, an infusion was programmed at 9:28 pm with a bd 50ml syringe, with volume= 30.7103ml, vtbi=27.19ml and rate=5ml/h, one (1) pca dose request was made and delivered, 31 pca dose requests were made but were ignored, at 9:36:30 pm the device was turned off. The event concomitant pcu and its associated logs were not returned for investigation. Therefore, some programming parameters and drug information could not be determined. The only 60ml syringe compatible with 8120 pca module and 8110 syringe module are covidien monoject 60ml syringe model # 1186000777, 1186000777t, 8881560125 and terumo 60ml syringe model # ss 60l. The bd alaris system user manual (v12.3.1) states that use of non-compatible syringes can impact the pump operation resulting in accurate delivery, delayed generation of occlusion alarm and other potential problems. The pca device is used for patient treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: device pca module was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause for the reported issue of the bd 60ml syringe not being recognized was confirmed, as the only compatible 60ml syringes are from covidien and monoject. However, the reported issue of the bd 50ml syringe not being recognized was not confirmed, testing found to be properly detected on the received pca. A review of the logs confirmed correct detection of syringes during the reported event date. Note that this report lists imdrf annex a170101, c05, d0106, g04127 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pca module did not recognize the syringe. The event occurred during clinical training on the new alaris pump. Per report, the syringe used was a 60ml bd syringe (not compatible with pca module), unknown model number. There was no patient involvement. Bd received additional information. It was reported by bd representative that "during training, our clinical consultant attempted to use a 60ml syringe which is no longer approved on our v12.3.2 alaris devices." Furthermore, test was reportedly performed on the devices and registers a 50ml syringe correctly and confirm that functionality is working as expected. However, the customer reported that when a 50ml syringe was loaded, the device allegedly still would not recognize the syringe. The customer was then asked to provide the ref# of the 50ml syringe (to determine compatibility with alaris system) but the customer was unable to provide.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca module did not recognize the syringe. The event occurred during clinical training on the new alaris pump. Per report, the syringe used was a 60ml bd syringe (not compatible with pca module), unknown model number. There was no patient involvement. Bd received additional information. It was reported by bd representative that "during training, our clinical consultant attempted to use a 60ml syringe which is no longer approved on our v12.3.2 alaris devices." Furthermore, test was reportedly performed on the devices and registers a 50ml syringe correctly and confirm that functionality is working as expected. However, the customer reported that when a 50ml syringe was loaded, the device allegedly still would not recognize the syringe. The customer was then asked to provide the ref# of the 50ml syringe (to determine compatibility with alaris system) but the customer was unable to provide.